Event description:
Complainant alleged that the clinicians successfully defibrillated a diabetic 81 year old male pt once at 200 joules, but on their second attempt to defibrillate the pt at 30 joules, they rec'd a "shorted discharge" error message on the device screen. The clinicians then attempted to administer a 360 joule shock to the pt, but they rec'd the same error message on the device screen. The clinicians then switched to device paddles, but were still unable to defibrillate the pt and still rec'd the same error message on the device screen. The complainant then obtained another device (pd1400) to defibrillate the pt, but that device also malfunctioned. The complainant then obtained a third device to defibrillate the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunctions.